Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Multiple codes were recorded in the programmer's logfile. One of the errors has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. Another of the errors could not be reproduced in the laboratory setting; however, the reported error code has been seen before; the guidance is to re-boot the programmer system the programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. In addition, error codes were noted in programmer memory that indicated software issues had occurred an unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported during a routine device check, this programmer screen was unresponsive/frozen. The physician reported attempting multiple restarts, but the screen continued to be unresponsive. No adverse patient effects were reported. The programmer was returned, and product analysis is complete.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. A corrective and preventative action (CAPA) investigation is being conducted by representatives from our post market quality assurance, manufacturing, and design assurance groups to determine the root cause of unresponsive programmer touch screen events and to determine if any corrective actions are warranted. The investigation phase of the CAPA investigation is complete, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Our post market quality assurance, manufacturing, and design assurance groups are in the process of identifying and implementing solutions. A health risk assessment performed as part of this investigation confirmed that the product is performing within anticipated product performance expectations and continues to meet its intended use with respect to safety and performance. Boston scientific will continue to monitor and trend these complaints as outlined in our quality systems process to ensure that the rate of occurrence remains within anticipated risk expectations.

Event description:
It was reported during a routine device check, this programmer screen was unresponsive/frozen. The physician reported attempting multiple restarts, but the screen continued to be unresponsive. No adverse patient effects were reported. At this time the programmer has not been returned.